Event description:
It was reported that the patient contacted boston scientific technical services (ts) as a nurse had informed them of a possible implantable device malfunction. Ts reviewed the subcutaneous implantable cardiac defibrillator (s-ICD) device data and confirmed that a battery depletion (bd) error code was present. Further device analysis confirmed that the bd alert was the result of a prematurely depleting battery. It was recommended that the device should be replaced within 90 days. A surgicaly replacement procedure was scheduled, but has not yet been performed. At this time, the s-ICD remains implanted and in-service. The patient was stable with no adverse effects reported.

Event description:
It was reported that the patient contacted boston scientific technical services (ts) as a nurse had informed them of a possible implantable device malfunction. Ts reviewed the subcutaneous implantable cardiac defibrillator (s-ICD) device data and confirmed that a battery depletion (bd) error code was present. Further device analysis confirmed that the bd alert was the result of a prematurely depleting battery. It was recommended that the device should be replaced within 90 days. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The s-ICD is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that the patient contacted boston scientific technical services (ts) as a nurse had informed them of a possible implantable device malfunction. Ts reviewed the subcutaneous implantable cardiac defibrillator (s-ICD) device data and confirmed that a battery depletion (bd) error code was present. Further device analysis confirmed that the bd alert was the result of a prematurely depleting battery. It was recommended that the device should be replaced within 90 days. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The s-ICD was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.